Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated that an 8 unit bolus was delivered and the customer did not want an 8 unit delivery. The customer stopped the bolus at approximately 1.5 units. During troubleshooting with tandem technical support, review of pump data revealed that the user performed an override to deliver an 8 unit bolus. The customer stated that they may have done that accidentally. There was no impact to the customer's blood glucose level.